Manufacturer narrative:
H6: investigation findings - code 213 is based upon the evaluation of the photo provided; code 3221 is based upon no sample returned. This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, a photo of the complaint device was provided. The photo was examined, and the hemostasis sheath was identified, but no damage or issue was identified. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted. Date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: scrub tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Upon opening the device, the tech noticed the tip of the angio-seal was slightly malformed out of the package. The blood loss was less than 250cc. The procedure performed was a left heart cath.